Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported via the territory sales manager, that the device was assembled as part of a scoprio ts component. The surgeon reported that the stem was being tightened onto the tibial component using the torque wrench and then the end had split. The surgeon reported that he would like to know if the device was over-torqued or whether there may have been a manufacturing defect with the device.

Manufacturer narrative:
An event regarding fracture of the tip during assembly involving a stem extender was reported. The event was confirmed. Device evaluation and results: material analysis states given the complexity of the markings on the part, there were two likely scenarios: it may have been over-torqued, 2) it may have been torqued to the correct torque but have had an additional bending moment on the torque wrench. The tip broke in ductile overload. The damages to the fluted region of the stem were consistent with removal of the stem at the tip broke. The base metal was found to be a ti-al-v alloy consistent with astm (B)(4) material. No material or manufacturing defects were observed on the surfaces examined. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the lot. Conclusions: the reported event regarding the broken tip was conformed upon return of the device. Material analysis performed states given the complexity of the markings on the part, there were two likely scenarios: it may have been over-torqued, it may have been torqued to the correct torque but have had an additional bending moment on the torque wrench. The tip broke in ductile overload. No material or manufacturing defects were observed on the surfaces examined.

Event description:
The surgeon reported via the territory sales manager, that the device was assembled as part of a scorpio ts component. The surgeon reported that the stem was being tightened onto the tibial component using the torque wrench and then the end had split. The surgeon reported that he would like to know if the device was over-torqued or whether there may have been a manufacturing defect with the device.